Event description:
It was reported that the fill port of an infusor lv5 was leaking. This occurred after filling the device with an unknown solution. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4).the device was returned and is in the process of being evaluated. Functional leak testing did not find evidence of the reported leak. Initial evaluation could not confirm the reported condition. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Evaluation summary: during product evaluation the reported condition could not be confirmed; therefore the cause could not be identified.